Manufacturer narrative:
The device was returned and evaluated by a service engineer (se). The se reviewed device logs and it was revealed that battery pack 2's capacity dropped from 10,900 to 0 milliampere hour instantaneously. Therefore, they replaced both batteries and verified all connections. Subsequently, all testing was completed successfully.

Event description:
It was reported that at 0359 am the metra was in preparation mode and the graphical user interface (gui) showed the battery at 97 percent with the plug icon. At 0419 am, the metra had message 80 (low battery) and 48 percent battery. It was verified that the device was plugged in with the green rocker switch on and lit up and the cord engaged into the device and wall outlet. There was no liver on board at the time. The clinical specialist (cs) recommended that the device be moved to a different outlet. The cs also asked the device user (du) to move the disposable set to their other device at 0422 am, the device was noted to be at 50 percent battery and the surgeon stated that they were going to proceed with the original device for the perfusion. Subsequently, the battery percentage was rising and noted to be at 54 percent at 0604 am.

Manufacturer narrative:
Further investigation notes that the reported issue is attributed to the battery gauge reporting an erroneous capacity output. The failure mode could not be conclusively identified.

Event description:
It was reported that at 0359am the metra was in preparation mode and the graphical user interface (gui) showed the battery at 97 percent with the plug icon. At 0419 am , the metra had message 80 (low battery) and 48 percent battery. It was verified the device was plugged in with the green rocker switch on and lit up and the cord engaged into the device and wall outlet. There was no liver on board at the time. The clinical specialist (cs) recommended that the device be moved to a different outlet. The cs also asked the device user (du) to move the disposable set to their other device. At 0442 am, the device was noted to be at 50 percent battery and the surgeon stated they were going to proceed with the original device for the perfusion. Subsequently, the battery percentage was rising and noted to be at 54 percent at 0604 am.